Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the condition of the returned sample. The product returned for evaluation was one photograph depicting a 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. No obvious damage or leakage was observed when examining the submitted photograph; however, the device could not be thoroughly examined through the photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was leaking at the tubing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the condition of the returned sample. The product returned for evaluation was one photograph depicting a 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. No obvious damage or leakage was observed when examining the submitted photograph; however, the device could not be thoroughly examined through the photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was leaking at the tubing.